Event description:
It was reported that during a clinical trial ablation the patient experienced abdominal pain post procedure. It required in-patient hospitalization or prolongation of existing hospitalization, drug therapy, and diagnostic imaging. The relationship to the device is probable. The patient is recovering.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: where was the tumor located? 1cm lr4 hcc (segment 8), 1.4cm lr5 hcc (segment 5/8). What was the insertion approach? Percutaneous. What was the total ablation time? 65 w 10 minutes. Were there any errors or malfunctions during probe use? No. Did the customer experience any issue during the procedure? No. Why is the pyrexial post ablation possibly secondary to chest infection related to the device? The pyrexial is most likely due to chest infection from ga procedure rather than device related why does the abdominal pain post procedure probably related to the device? Due to liver capsular pain and adjacent to diaphragm. Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Additional information was requested and the following was obtained: adverse event term: abdominal pain post procedure. Relationship to study device: not related upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.